Manufacturer narrative:
This form was completed by the manufacturer.

Event description:
The lens injected through the side of the delivery device, when it was being placed in the eye. Another lens was used for the procedure.